Manufacturer narrative:
Unit passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failure alarm confirmed in insulin pump history due to broken trace at pin 1 (vdd) and pin 6 (sda) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via that the insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to clear the alarm. Customer was assisted with self test and insulin pump passed self test. Customer was able to complete pump rewind. The insulin pump will be returned for analysis.